Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (bg value was not provided); cause was not clear. Reportedly, customer told spouse that they "did a 'manual prime' and [they] may experience some low bg symptoms". Customer's spouse attempted to provide "sugar pills" but customer could not swallow them. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids; nature of fluids was not provided. Customer was given a "sedative" and placed in a "medically induced coma and on a ventilator". An MRI (magnetic resonance imaging) was done "on [their] head" and a "lumbar puncture" was performed. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.